Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time of the reported ev ent. The service engineer (se) inspected the device and replaced the backlight inverter printed circuit board (pcb) to correct the issue. The se performed all testing and calibrations and the ventilator operated within the manufacturing specifications.

Manufacturer narrative:
A backlight inverter printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was conducted and no anomalies were observed. The backlight inverter pcb was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.